Manufacturer narrative:
Examination of the submitted device confirmed the reported concern. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a. Patient medical records and x-rays were provided. The investigation could not draw any conclusions about the root cause. Among other conditions, excessive patient weight tends to adversely affect joint replacement implants. It is not known to what extent, if any, this may have been a factor in the reported problem. No conclusions could be drawn about the reported osteolysis. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address insert wear, osteolysis, pain and loosening at the bone to cement interface.

Manufacturer narrative:
Update rec¿d 05/12/2014 - patient's medical records were received. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.